Manufacturer narrative:
It was reported that the table allegedly unlocked during a procedure. There was no injury or adverse event reported. A stryker field service technician replaced the floor lock manifold. The table was returned to full use.

Event description:
It was reported that the table allegedly unlocked during a procedure. There was no injury or adverse event reported.